Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-14942, 2017865-2020-14943. It was reported that the right atrial lead exhibited noise that was oversensed by the device. It was noted that the pacemaker pocket was superficial and painful due to a previous right ventricular lead revision. The reason for the previous revision was unknown. The pocket was relocated. It was also noted that the right ventricular lead had dislodged. The leads were explanted and replaced. The patient was in stable condition.